Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: lead; product ID: neu_unknown_lead (lot: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim. It was reported that they patient said that they had surgery 2 years ago and the surgery was not successful. Patient said that there was an abandoned fragment on the left side of the lead and one lead was fragmented and nothing was done about it. As a result, the patient's implant was not working and was inactive. The patient was redirected to their healthcare provider(hcp) to further address the issue. Agent had a difficult time understanding what patient was requesting. Patient will charge external equipment and call back for assistance changing programs.